Event description:
It was reported by a veterinarian that the needle pulled off the suture during surgery.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The suture was examined for visual inspection defects and the end is severely cut (damaged), resulting in needle pull off. The sample conditions suggest a clip off defect, which is a manufacturing defect

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.